Manufacturer narrative:
The initial reported event of [the right ventricular (rv) lead was explanted and replaced due to high impedance. The lead was bad was fractured.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance. The patient's sister further reported that the lead was bad. The patient further reported that the lead fractured. It was further reported by the patient that the right ventricular (rv) lead was bad and "was shocking people all the time". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor was fractured. There was blood on the distal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to melting. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic environmental stress cracking while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.